Event description:
Pt states device is not functioning properly and dose not injecting; pt called MFR directly with issue. Malfunction or use error caused two missed doses. No flares or side effect to report.